Manufacturer narrative:
G4: 20oct2020 b4: (B)(6) 2020. The device was not in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site and did not confirm the reported issue. The fse found that the customer was using a bad flow meter to perform the testing. The fse confirmed that the device passed all operational testing with no replacement parts required. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jun2020.

Event description:
The customer reported a ventilator with a low oxygen error. It is unknown when this event occurred, but there was no report of patient harm.